Event description:
Customer reported visible smoke coming from the light bulb on a pyxis anesthesia es system. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported visible smoke coming from the light bulb on a pyxis anesthesia es system. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and determined that the cause of the issue was a broken bulb. The technician resolved the issue by replacing the broken bulb and installing a power switch guard. After the replacement and installation was done, the technician tested the device to verify functionality.

Manufacturer narrative:
Corrected a1. Updated d4, h5, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-mar-2020 to 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the system experienced smoke around the light area of pas-es station. A field service technician evaluated the device and found that the cause of the issue was a broken bulb. The technician resolved the issue by replacing the broken bulb and installed a power switch guard and verified functionality. The system functioned as intended after a field service technician troubleshot the device.

Event description:
Customer reported visible smoke coming from the light bulb on a pyxis anesthesia es system. Patient or user harm was not reported.